Manufacturer narrative:
The device was received and evaluated at service repair olympus japan. Device inspection found peeling of adhesive on the objective lens. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for pinhole on the device. There is no patient involvement associated on this event. Device evaluation found adhesive peeling on the objective lens. This report is being submitted for adhesive peeling on the objective lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the pinhole on the device likely occurred due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.